Manufacturer narrative:
The cause of the unexpected shutdown could not be determined. The cause of the defibrillation energy delivery level not as expected was traced to software coding section h6 results code of the initial medwatch report indicates: results pending completion of investigation section h6 results code of the initial medwatch report should indicate: 1. No device problem found 2. Software problem identified section h6 conclusion code of the initial medwatch report indicates: conclusion not yet available section h6 conclusion code of the initial medwatch report should indicate: 1. Cause not established 2. Cause traced to software coding

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. During evaluation it was found the defibrillation energy delivery level was not as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the device and was unable to duplicate the problem of unexpected shutdown. The fsr was able to verify the energy delivery issue. The fsr updated the device's software and replaced the device's internal battery. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. During evaluation it was found the defibrillation energy delivery level was not as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.